Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00309. It was reported that both of the patient's ipg's stopped communicating with external devices following a hip surgery on (B)(6) 2019. A manufacturer representative met with the patient and was unable to connect to either ipg. Both ipg's were deemed inoperable and the patient does not have therapy. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received stated that patient underwent surgical intervention on (B)(6) 2020 wherein the thoracic ipg (sn (B)(4)) was explanted and replaced. The patient also underwent surgical intervention on (B)(6) 2020 wherein the cervical ipg (sn (B)(4)) was explanted and replaced. Post-operatively, therapy was restored to both thoracic and cervical regions.